Event description:
Cyclophosphamide dose #3 of 6 was prepared by the sterile products department on (B)(6) 2015 at approximately 16:40. Both checking pharmacists confirmed ICU medical device was intact at the time the IV was sent out of the IV room for dispensing/delivering. At approximately 1800 pharmacy technician returned bag to the IV room now leaking within a plastic wash basin. Fortunately, the chemotherapy spill was entirely contained within the basin, which additionally never left the pharmacy area. There were no additional spills observed anywhere in cip. The wash basin (used to contain the spill) and the contents including the bag in question were safely disposed of in a white chemo waste container. It was determined that the blue portion of the ICU medical device has broken off and the chemo spilled into the dispensing plastic sealed bag and out of the bag all over the bottom of the plastic basin. Only two employees came into contact with the basin and neither came into contact with the medication.